Event description:
Reporter alleged discrepant back to back blood glucose results of 248,124,287, & 220 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.